Event description:
Reprocessed shaver blade ascent formula round burr 12 flute used for case, metal shavings noted on video. Shaver blade changed, wound irrigated, no obvious metal shavings, reprocessed blades removed from or core supply.